Event description:
It was reported medfusion 4000 pump alarming, primary audible alarm. No patient injury reported.

Manufacturer narrative:
Device evaluation: one device was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Review of the event history log showed an occurrence of a "primary audible alarm post" error. Functional testing was not able to duplicate the reported issue; it was not duplicated during the power up process and audio test. The speaker and interconnect printed circuit board were carefully inspected and no physical or any other damage was found. The printed circuit board was replaced as a preventive measure. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair record

Manufacturer narrative:
Other, other text: b5: additional information received on 18-jul-2022 via email and attached to complaint object: the reported product fault did not occur while in use with a patient. The product issue did not cause or contribute to patient or clinical injury. Date of the event is 03/29/2022.